Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-05-21, information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient has not used her stimulator in 2 years because it didn't help her. The patient states the battery is down and she needs to know if she can have an MRI. The patient states she hasn't charged her device in 1.5-2 years. MRI compatibility guidelines were requested. The patient reported pain. No further information was provided. No further complications were reported/anticipated. On (B)(4) 2019, additional information was received from a healthcare provider (hcp) via the manufacturer representative (rep) reporting that the patient¿s device was explanted as the ¿device aggravated their nerves rather than helped them¿. The device was explanted on (B)(6) 2019 and would not be returned for analysis as the customer discarded it. The event date was asked but was unknown.